Manufacturer narrative:
Novocure discovered that the literature article was not attached to the initial report and that the date of the event should have been july 29, 2024. Samuel a goldlust, samuel singer, lori a cappello, ahmad k almekkawi, kangmin d lee, anthony c ingenito, brett e lewis, themba nyirenda, hooman azmi, george j kaptain, phase 1 study of concomitant tumor treating fields and temozolomide chemoradiation for newly diagnosed glioblastoma, neuro-oncology advances, volume 6, issue 1, january-december 2024, vdae129, https://doi.org/10.1093/noajnl/vdae129.

Event description:
On july 31, 2024, novocure received the literature article "phase 1 study of concomitant tumor treating fields and temozolomide chemoradiation for newly diagnosed glioblastoma". This phase 1 trial was designed to determine the safety and preliminary efficacy of optune gio concomitant to chemoradiation. Patients with newly diagnosed, histologically confirmed gbm were eligible. Following surgery, patients were treated with optune gio concomitant to standard chemoradiation. The device was continued through two monthly cycles of maintenance temozolomide with imaging clinical assessments at regular intervals to assess toxicity and response. The primary endpoint was safety and tolerability of combined modality treatment based upon the incidence and severity of adverse events. The authors identified one serious adverse event as possibility related to optune gio. An unknown patient experienced a fall which was deemed as possibly related to optune gio. No patients were unable to complete the prescribed course of multimodality treatment due to optune gio associated toxicity. The authors concluded that optune gio can be safely delivered in conjunction with chemoradiation. The study physician was contacted for further details without a reply.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the device to the fall cannot be ruled out. Fall is an expected event with device use (ef-11 4% and 8% ef-14 optune arm).